Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction code reappears, which the caller understood.